Event description:
Information was received from a healthcare provider regarding a patient who was receiving heparinized saline via an implantable pump for cancer chemotherapy. It was reported that the healthcare provider (hcp) reported that the patient had a dye study today and they believe the catheter was almost completely occluded. Reviewed a catheter issue was not indicative of a pump issue and hcp understood that but still wanted to proceed with turning off the pump. The hcp stated there was only heparinized saline in the pump at the time of call. Hcp asked for code to permanently shutdown the pump - gave code for today and pump shut down.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4),: product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4).